Event description:
Caller reported a malfunction on pump. Impact to blood glucose level was unknown as caller declined to provide details. Customer was assisted by technical support in resetting pump malfunction code and did not experience recurrence after reset. Customer was advised to continue using pump and to contact support if issue recurred.